Manufacturer narrative:
Sections with additional information as of 12-may-2023: h3: was the device evaluated by the manufacturer and if the device was not evaluated, select from the approved FDA codes or select 'other' and enter text in h10. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation - customer had returned the incorrect meter. Empty vial of test strips was returned - unable to test. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded and thirsty. Meter was not returned for evaluation - customer had returned the incorrect meter. Test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/29/2024 and test strips were opened 3-4 weeks prior to call. During the call, a back to back blood test was performed by the customer and produced e-5 and e-2 error messages using true metrix air meter. The customer reported feeling lightheaded and thirsty; medical attention was not needed at the time of the call.